Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet insulin pump became nonfunctional after a cartridge broke during a supply change, leaving glass fragments lodged in the chamber and preventing insertion of a new cartridge; the user transitioned to multiple daily injections and received a replacement device. Symptoms included no reported adverse clinical effects and no glycemic excursions. Outcomes included temporary interruption of pump therapy with continued cgm use and restoration of therapy via replacement. Investigation included customer interview, device return logistics, and review of device use. Investigation of this case revealed physical damage to the cartridge with obstruction of the cartridge compartment and inability to load a new cartridge. It was concluded that the event was related to a damaged disposable component resulting in loss of drug delivery capability, with user retraining provided and replacement supplies issued.